Manufacturer narrative:
(B)(4). Date sent: 7/2/2024 d4: batch # unk b3: event day and month unknown. Captured as (B)(6) 2024 a manufacturing record evaluation was performed for the finished device lot/batch number maintenance: a9cw2m and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the psee60a was working fine during the first reload firing. During the second firing , it did not fire smoothly and completely. When the surgeon opened the gun and check on the reload, the reload was dented. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. Additional information was requested and the following was obtained: 1. Did the device deliver any staples? (A) if yes, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Ans: first firing was completed, staples well formed. Second firing, it was stuck halfway (the staples was well formed before the firing get stuck). (B) if yes, was the staple line complete? Ans: yes, before the firing get stuck. 2. Did the device cut? Yes it cut perfectly before the firing get stuck. (A) if yes, was the cut line complete? Ans: yes, before the firing get stuck. (B) if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Ans: after it get stuck, the knife can¿t be advanced anymore. 3. Was there any difficulty opening the device? Ans: surgeon has to reverse the knife, so that the device can be opened. No difficulty in opening the device. 4. How was the procedure completed? Ans: open a new gun and new reload to complete the firing.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. D4: batch # 393c45. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? How was the procedure completed? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received partially fired 1/3 with the reload pan bent and partially dislodged from the proximal end. Upon evaluation of the reload, the reload body, the reload deck, one-piece sled, and some drivers were noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 393c45, and no non-conformances were identified.